Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba). Additionally, both the gui backlight invertor boards were replaced and the latest software revision was downloaded, which revolved the issue. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator shut down. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.